Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition was confirmed. A visual inspection was performed and it was observed the sample presents marks of use and the 15mm connector presents foreign material adhered to the surface of the connector. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device replacement, a black stain was found to be adhered to the connector part of the extubated tube. It was indicated that it was a mold like stain was found to be adhered. There was no patient injury.